Event description:
Pt with ventricular tachycardia arrest. Iabp inserted in cardiac cath lab. To or for CABG the next day with insertion of ECMO. ECMO removed one day after CABG. Two days after CABG balloon ruptured. Pt maintained on pressors.